Event description:
Tubal ligation caused low blood pressure, surgical menopause, anxiety, panic attacks, heart palpitation, joint pain, ovulation pain, heavy periods immediately after and inconsistent/nonexistent periods after the first year, depression, anger/rage, mood swings. The product did not stop after the person stopped using the product. Hormone imbalance.